Event description:
Related manufacturer report number: 1627487-2022-00636, 1627487-2022-00638. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.